Event description:
The customer reported the down button was not working for the vertical column. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. System performed as intended.